Manufacturer narrative:
Pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime, compromised forced sensor system test and excessive no delivery test due to motor error alarms. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump received a motor error alarm. The customer was able to clear the alarm and rewind the insulin pump. The drive support cap appeared normal. They reported that the insulin pump was exposed to high magnetic field. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.